Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had delivered inappropriate anti-tachycardia pacing (atp) and shock therapy due to the device undersensing atrial beats from an atrial flutter episode. The atrial flutter converted after the first shock was delivered. Boston scientific technical services (ts) recommended a resolution. The device remains in use. No adverse patient effects were reported.